Manufacturer narrative:
Complaint confirmed, the anvil broke off. The device appears worn and discolored, laser markings were faded and the sliding component is stuck. The cause of the event is undetermined, however a likely cause of the breakage is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-9233 impact cap broke-off when trying to remove instrument after punching holes for vaultlock. The rep reported the device broke into two pieces when tapping punch handle to remove. The device was no longer needed and the case was completed.